Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer was informed that they could continue using it without recurring issues. The customer was advised to call back if the problem recurred.